Manufacturer narrative:
H6: investigation summary: bd received 3 photographs showing piece of the instrument, barricor tube with the blue stopper in it and, another barricor tube with grey stopper in the tube. Additionally, (B)(4)retained samples were visually inspected no defects were found. (B)(4) of the retained samples were functionally tested and, cap/stopper assemblies were removed, then reattached, with the samples were left to stand for 4 hours and, the indicated failure mode of stopper pop off was not observed. Bd was not able to identify a root cause for the customer's indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the tube pms plh 13x100 3.5 plbl lim ce there was a broken lid/cap and label liftoff/partial peel off. The following information was provided by the initial reporter. The customer stated: "we have identified a dozen tubes whose automated uncorking has led to the dissociation of the two parts of the plug.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the tube pms plh 13x100 3.5 plbl lim ce there was a broken lid/cap and label liftoff/partial peel off. The following information was provided by the initial reporter. The customer stated: "we have identified a dozen tubes whose automated uncorking has led to the dissociation of the two parts of the plug."